Event description:
Filshie clips had made my life a living hell. I am always in pain, all my body hurts and they migrate. I am in constant fatigue, anxiety, panic attacks, and all started after I got these clips on me. These things cause a lot of scar tissue.